Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker right hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Event description:
It was reported that after patient's surgery, she noticed there was a leg length discrepancy when she walks, she feels like she is off balance and is in constant pain. Patient claims she fell six times after her revision surgery. Right hip.

Manufacturer narrative:
There is no indication or evidence to suggest the stem contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that after patient's surgery she noticed there was a leg length discrepancy when she walks, she feels like she is off balance and is in constant pain. Patient claims she fell six times after her revision surgery. Right hip.